Manufacturer narrative:
Additional information: a3, b3, section c, e1: name and address: phone: (B)(6), and e4. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received: it was reported, during a stone removal procedure, using a cook® single-use holmium laser fiber to dissolve a urethral stone, the fiber broke of its own accord, despite having taken the usual precautions in handling the equipment. The incident occurred at the first push of the pedal and energy was being transmitted through the laser fiber when the breakage occurred. A new fiber was used to complete the procedure. The laser beam came into contact on the fourth finger of the right hand of one of the nurses in the operating theatre. A section of the device broke off inside the patient's body, but it was removed. No additional patient or caregiver consequences were reported. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a cook single-use holmium laser fiber, the fiber broke "spontaneously". "An impact hit the finger of an ibode." No adverse effects have been reported due to the alleged malfunction. Additional information has been requested. At this time, no other patient or event information is known.

Manufacturer narrative:
Event summary it was reported, during a stone removal procedure, using a cook® single-use holmium laser fiber to dissolve a ureteral stone, the fiber broke of its own accord, despite having taken the usual precautions in handling the equipment. The incident occurred at the first push of the pedal and energy was being transmitted through the laser fiber when the breakage occurred. A new fiber was used to complete the procedure. The laser came into contact on the fourth finger of the right hand of one of the nurses in the operating theatre. A section of the device broke off inside the patient's body, but it was removed. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One holmium laser fiber was returned for investigation. Visual examination confirmed the fiber was returned in a used condition. The fiber was received in two segments. The length of the distal segment measured 197.6cm with 6mm of clear fiber protruding from distal end. The proximal end of the distal segment had slight charring with the blue jacket melted and pulled to separation. The proximal segment measured 91.5cm with the plug securely attached. The blue jacket was melted with visible black charring at the point of separation, and approximately 0.5mm of clear fiber was protruding from the point of separation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality controls procedures. Cook has determined sufficient controls are in place to detect this failure mode prior to distribution. The device is packaged with instructions for use, which state, ¿never subject fiber optics to sharp bends in handling, use, or storage.¿ based on the available information, cook has concluded that improper handling of the device is the most probable cause of the laser fiber breakage. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.